Event description:
It was reported diagnostics showed the patient had high impedances on the left tail of the lead. Initially the reprogramming was able to provide stimulation coverage. The patient was unable to use the existing programs so add'l reprogramming was attempted. It was reported the pt was receiving primarily right sided stimulation. An x-ray was ordered, and surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.